Event description:
A customer reported there was no reflux/suction during a case. The system was switched out and the procedure was completed. There was no delay, cancellations, or pt impact reported.

Manufacturer narrative:
A company rep examined the system and was unable to duplicate the reported problems. Preventative maintenance was performed and the system software was upgraded. The system was then tested and met all product specifications. (B)(4).